Event description:
The complainant reported a patient (unknown race) with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device followed by an impella rp flex device for bipella mechanical circulatory support and following bipella implant, the patient began to develop hemolysis. Four units of blood were given to treat the condition. The following day, the patient was diagnosed with ischemia in both extremities. Lactic remains elevated, contributing to limb ischemia. The impella cp pump was removed, a fasciotomy was performed, and the patient was escalated to impella 5.5 support, which was placed with some difficulty. Support ramped up and position was stable. Later that same day, the physician believed that the right leg was dead. Additional intervention was not performed however. Also, it was noted the belly kept getting bigger, a lot of blood seen around the liver on transesophageal echocardiogram. It was noted at that said time, there was no plan for any intervention. Due to the patient's prognosis, care was withdrawn and the patient expired.

Manufacturer narrative:
Given the details of the event, there is not enough evidence to exclude the impella cp as an associated factor in the patient's demise outcome. Hemolysis along with limb ischemia present that progressed and along with vascular surgical repair related to the impella cp device removal. Refer manufacturer report number 1220648-2025-45796 for the report on the impella rp flex. The event was revisited, and the demise outcome determined to be associated with the impella cp. Consequently, updates were made to the following section(s): b2: to include disability or permanent damage/death/date of death. B5: to include bipella support and demise outcome. H1: change to death type of reportable event. H6: health effect clinical code(s)/impact code(s)/device problem code(s)/component code(s) repopulated based on event with a demise outcome association. H10: related report number. Note: h6 investigation coding as submitted with initial report remains unchanged.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that following an impella cp implant, the patient began to develop hemolysis. Four units of blood were given to treat the condition. The following day, the patient was diagnosed with ischemia in bilateral limbs. The pump was removed. A fasciotomy was performed and the patient was escalated to impella 5.5 support. Later that same day, the physician believed that the right leg was dead. Additional intervention was not performed. The procedural outcome was the patient survived the surgery.